Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm hp (B)(4) box fr was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: I use insulin 4 times a day since 1998, using your 4 mm needles. For several weeks, one needle out of (B)(4) does not work and the insulin cannot go through. When one has to prick himself (B)(4) times a day, it's not pleasant having to make it one more time. I have spoken this matter to my pharmacy and several diabetic people, I'd like you to find a solution.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: I use insulin 4 times a day since 1998, using your 4 mm needles. For several weeks, one needle out of 5 does not work and the insulin cannot go through. When one has to prick himself 4 times a day, it's not pleasant having to make it one more time. I have spoken this matter to my pharmacy and several diabetic people, I'd like you to find a solution.